Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device change-out due to normal elective replacement indicator (eri). It was noted that there was no capture on the right ventricular (rv) lead. The lead placement, high in the right ventricular outflow tract was thought to have contributed to the inability to capture. The rv lead had been programmed aai (atrial paced, atrial sensed, and inhibition of pacing output) possibly due to the inability to capture and was not being used for pacing. The lead was capped (B)(6) 2019 during the procedure and replaced. There were no consequences due to the inability to capture. The patient was stable before, during and after the procedure.